Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements in 2018. At the time, troubleshooting was performed where no noise was provoked and the physician planned to continue to monitor the lead. In 2023 it was reported that the pacing threshold measurements had increased to 4.5v@1.0ms, and the pacing impedance measurements has also increased to 1700 ohms. At the patient's most recent follow up, the thresholds were 6.5v@1.0ms and the pacing impedance measurements were high, out-of-range at 2,100 ohms. It was noted the implantable cardioverter defibrillator (ICD) was programmed to aair mode. The patient will be seen again in the following month. No adverse patient effects were reported. The rv lead remains implanted and in service.